Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. The lead was surgically abandoned and another manufacturer's leadless pacemaker was placed in the right ventricle. No additional adverse patient effects were reported.